Event description:
It was reported that the ventilator turbine was not cycling. The customer powered up the ventilator and found no issues. It is unknown if the ventilator had an audible alarm or if it was connected to a patient when the reported problem occurred.